Event description:
It was reported that a wearable failure occurred. The patient experienced a wearable failure while on vacation. A new sensor was inserted into the arm on (B)(6) 2025, but it failed shortly after insertion. Continuous glucose monitor (cgm) and blood glucose (bg) fingerstick values prior to insertion were not specified. At the time of the event, the patient was using a tandem t: slim insulin pump in closed loop mode. Upon sensor pod removal, the sensor wire was missing, and the patient could neither feel nor see the wire in the skin. The patient contacted tandem, who advised that it was a sensor issue. It was not specified whether the patient had an extra sensor available to replace the failed one. An unknown period of time later, the patient developed symptoms including multiple episodes of vomiting (approximately 25 times) and sought emergency care. Upon arrival at the emergency room (ER), the patient collapsed and was diagnosed with diabetic ketoacidosis (dka). Treatment included insulin, potassium, and magnesium. Following treatment, the patient¿s condition improved significantly, although he continued to feel weak. His blood glucose levels stabilized, and discharge was planned for the following day at the time of the technical support call. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.